Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded code 1005 indicative shorted shock on the right ventricular (rv) lead. Intervention was performed. The device was explanted and the right ventricular (rv) lead was capped.